Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6)2015 the patient experienced a hardware failure. Pediatric patient was using adult receiver. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of hardware error cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported hardware error cannot be determined.